Event description:
According to the initial report, dr. (B)(6) received an on-x aortic patient from (B)(6) hospital (implanting surgeon (B)(6), md). At (B)(6), under fluoro the on-x aortic leaflet was ¿stuck.¿ patient presented at (B)(6) on (B)(6) 2022 with an aorto fistula from the aortic root into the right ventricle. A fluoro study was completed at duke and the leaflets were working as they should. A reoperation was performed and the on-x valve was replaced.